Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 17-apr-2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 47 mg/dl. Customer also having another blood glucose values 85 mg/dl, they used auto mode and set to kept them between 90 mg/dl to 125 mg/dl. The insulin pump will not be returned for analysis.